Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer was unresponsive when the paramedics arrived, and they couldn't get a blood glucose reading from the glucose meter. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the customer felt uncomfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.